Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04346.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Subsequently patient was revised due to pain and signs of osteolysis. It was noted the liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.